Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, was alarming no disposable with flow stop. Per reporter residual volume was 7.1 given.no adverse patient effects were reported. Per reporter no additional information is available at this time.